Event description:
It was reported to MFR that the vns pt was experiencing an increase in seizure activity "over the last few weeks", relationship to pre-vns baseline unk. The pt's caregivers had been using the magnet often since the increase in seizure activity. The pt subsequently followed up with the physician and when the device was interrogated, the following message was reported, "device switched off. Pulse generator disabled. Unk reason. Note not supplying stimulation." The physician reprogrammed the magnet output current to 0ma and the normal output current was increased to 1ma. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death.